Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the self-test. The fse evaluated the device onsite and it was determined that the self-test failed due to the non-invasive blood pressure (nibp) needing calibration. The fse performed the calibration, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The nibp required calibration. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse calibrated the nibp and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.